Manufacturer narrative:
Device 8 of 21. E1: complainant country: philippines. Name of affiliation: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 9618003.

Event description:
The distributor complained regarding the presence of a colored dot in the twenty-one dressings. It was unknown whether the product was used on patient or not. The photographs depicting the issue were received from the complainant.